Event description:
Sales agent reported that dr. Observed that the two bottom screws had backed out of the caudal end of a cervical plate. The observation was made during a routine follow-up examination (i.e the pt was asymptomatic). A revision surgery is to take place in 2004, where the components will be removed and replaced with non-ortho development product.